Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure performed on (B)(6), 2010. According to the complainant, during first activation of the irrigation pump, it worked correctly. However, upon second and subsequent activation, the fluid would get to the nozzle and dribble. It was confirmed that the motor was turning, but the fluid was not moving. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found some minor scratches on the cover; otherwise the unit appeared to be in fair physical condition. Mechanical evaluation found that all knobs and switches functioned properly, and the unit passed the return evaluation procedure. The irrigation flow was then tested repeatedly for 10 minutes, 30 seconds on (normal test time) and 30 seconds off. The unit¿s irrigation was within specifications each time. The pump was then removed and the pump coupling was checked and was found to be attached properly. The pump was then re-installed. The irrigation was tested again and was still within specification. The complaint of "pump not moving fluid consistently on the second activation" could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure performed on (B)(6), 2010. According to the complainant, during first activation of the irrigation pump, it worked correctly. However, upon second and subsequent activation, the fluid would get to the nozzle and dribble. It was confirmed that the motor was turning, but the fluid was not moving. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.